Manufacturer narrative:
The event does not meet the requirements of mandatory report, as there are no adverse effects on pt. Following the indications provided in the "public health notification: unretrieved device fragments" issued on (B)(4) 2008, orthofix (B)(4) decides to report this kind of events. On a voluntary base. The broken screw, received on (B)(6) 2010 was examined by orthofix quality engineering department and immediately sent to an external laboratory for chemical, mechanical, and metallurgical and failure analysis. The technical analysis performed on the returned device, which evidenced its compliance to orthofix design specifications, and the x-ray evaluation made by external medical eval, confirmed that the event was not product related. Anyway, a fragment of the screw was left inside the pt, as it was deemed the best surgical choice by the surgeon. This the reason for this voluntary reporting. For your info, orthofix historical records indicate that the defect rate during the period of time from (B)(4) 2004 up to date is (B)(4) (bone screws daf coated). Orthofix continues monitoring the products on the market.

Event description:
Eight weeks after the operative procedure, high tibial osteotomy, the tip of one of the ha coated screws in the metaphyseal area had broken. (B)(4).